Event description:
Event description cpi received information that the rate sensing portion of this endotak dsp lead was removed from service and capped due to inappropriate shocks. At the procedure the physician noted the is-1 connector was fractured. A medtronic sensing lead was implanted. The high voltage portion of the endotak lead remains active.